Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the belt receptacle was pulled from the monitor case, pulling the j1001 connector from the ca board. The cause of the incoming test failure is the damaged receptacle and connector. Root cause investigation into the damaged receptacle and wires is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed code 204 - belt/monitor unusable.